Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Pre-analytical issues were possible as indicated by the alarms found in the analyzer alarm trace. Based on the provided calibration and qc data, a general reagent issue was not suspected. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
Additional information was received that a negative result from the roche analyzer was believed to be correct for the patient as it was confirmed by western blot. The reactive result was generated by an abbott analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low syphilis result for one patient sample. The initial result was 0.844 coi and was reported outside the laboratory. The result was later questioned. The sample was repeated on (B)(6) 2017 and the result was 232.2 coi. The reported result was corrected. There was no allegation of an adverse event. The reagent lot number was 181655 with an expiration date of 30-sep-2017.